Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-05060, 1627487-2018-05061. It was reported that patient was unable to set the scs ipg to MRI mode. Reportedly, patient¿s controller was displaying an error message. Diagnostic imaging confirmed that one lead had been pulled from the header. As such, a surgical intervention may be pending to address the issue.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-05060, reference MFR report: 1627487-2018-05061. Follow up revealed that surgery was taken on (B)(6) 2018 to remove the leads from the header, wipe them, and reinsert. Issue has been resolved.